Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, opening extended and underweight. A visual and microscopic analysis was performed which identified, sharp opening on posterior, striated opening on anterior, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Healthcare provider reported right side "intracapsular rupture" MRI confirmed, "capsular contracture," baker grade unknown, and "[lymph nodes] with silicone uptake" MRI confirmed. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.9, g.2, h.3, h.6. The events of "capsular contracture" baker grade unknown and "[lymph nodes] with silicone uptake" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "capsular contracture" baker grade unknown "[lymph nodes] with silicone uptake".

Event description:
Healthcare provider reported right side "intracapsular rupture" MRI confirmed, "capsular contracture," baker grade unknown, and "[lymph nodes] with silicone uptake" MRI confirmed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Telephone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported right side rupture. Device has been explanted and replaced.